Event description:
It was reported that during treatment of an occluded right anterior tibial artery one hawkone s atherectomy device was used. There was a previously placed resolute onyx 3.5 x 30 coronary drug eluting stent in the proximal anterior tibial artery. The anterior tibial artery was 100% stenosed from takeoff to ankle with plaque present and the lesion length was approximately 300 mm. The hawkone device was advanced distal to the previously placed resolute onyx stent and passed through the previously deployed stent, during which severe resistance was encountered. The device became stuck in the previously placed resolute onyx stent, and when the device was turned on to try to advance, the stent became locked into the cutter window. Pedal access was used to cross the lesion so the hawkone device and stent were pulled back into the iliac to get it out of the way. When an attempt was made to remove the device, removal was difficult and the device was pulled with resistance, and the previously placed stent was removed along with the hawkone device. A retrograde sheath was introduced into the right groin, and the device, stent, and wire were snared and removed, and the device was cut to remove it from the up-and-over sheath. The device, stent, and wire were pulled back into the iliac, and a new stent was placed using pedal access in the anterior tibial artery with balloon angioplasty performed. No extravasation was noted. The patient was reported to have no further symptoms or complications and was discharged without complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there were no adverse event, aside from having to gain access in opposite groin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.